Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to thermo-mechanical fatigue, wear and tear, and/or improper handling (impact, shock). Previous damage or wear to the insulating insert or whether the damage was caused during the last preparation (cds) of the instrument or during the last procedure is unable to be determined. The event can be detected/prevented by following the instructions for use which state: "warning. Infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken ceramic tip) was confirmed. In addition, the sealing rings were damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ceramic tip was broken on an inner sheath, for 26 fr. Outer sheath. The event occurred during reprocessing. The diagnostic procedure (cystoscopy) was completed with the same device. There was no patient harm associated with the event.